Event description:
Plaintiff alleges the development of severe and permanent latex allergy and other related injuries, including but not limited to, rhinitis, throat pruritis, nasal congestion and rhinorrhea, throat angioedema, difficulty swallowing, and hives.